Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) failed to continue compressions was confirmed in the archive data and functional testing. Analysis of the archive data revealed that around the reported event date, the autopulse platform failed to resume compressions due to fault code 16 (timeout moving to take-up position) and user advisory 28 (clutch malfunction). The likely root cause of fault code 16 was corrosion on the brake housing of the drivetrain motor, most likely caused by humidity and user handling practices. The archive data indicated that daily device checks were not performed. Although storage conditions are unknown, the customer is located in ohio, a humid state, suggesting that proper storage and adherence to daily checks could reduce corrosion risk. Ua28 was most likely due to a malfunction of the power distribution board (pdb), likely related to aging. The device has a life expectancy of five years, and the pdb was previously replaced during service at zoll in october 2020. Archive data indicates that the autopulse platform was last used in active operation on november 1, 2025, near the customer's reported event date. During this session, the device operated for 24 minutes and delivered 1,463 compressions. After a battery replacement, the platform failed to resume compressions, confirming the reported complaint. At this time, the platform displayed fault code 16 (timeout moving to take-up position). The user attempted to resolve the issue by powering the device off and on, but the fault recurred. On a subsequent restart, the platform displayed user advisory 28 (clutch malfunction). During functional testing, the autopulse platform stopped after a few compressions and wouldn't resume, confirming the reported complaint. The platform displayed fault code 16, and it was observed that the brake did not activate. The autopulse failed to reach the target depth for take-up within the specified time (approximately five seconds). The brake housing area was cleaned with isopropyl alcohol (ipa) to remove rust and corrosion, and the brake gap was verified to be within specification. Furthermore, service evaluation determined that the clutch monitoring circuit had detected a loss of connectivity in the clutch driving circuit, triggering the ua28 noted in the archive data. This issue was likely related to a malfunction of the power distribution board (pdb). To prevent recurrence of ua28, the pdb was replaced as a precautionary measure. Subsequently, the platform was tested on the large resuscitation test fixture (lrtf) using known good batteries until fully discharged, with no faults or errors observed. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number 32429. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(6)) was used in an attempt to resuscitate a patient in cardiac arrest. Family members witnessed the cardiac arrest; however, no bystander CPR was performed. Resuscitation efforts were initiated on scene and continued for approximately 20 minutes. During this time, the patient regained a pulse. While being loaded into the squad for transport, the patient lost the pulse again en route to the hospital. Therefore, CPR was resumed. Approximately four minutes from the hospital, the autopulse platform failed to continue compressions following a battery replacement. The duration of resuscitation efforts following this event is unknown due to transfer of care to the hospital. Manual compressions were initiated. However, the patient was pronounced deceased at the hospital. The customer stated the reported issue with the autopulse platform caused a delay in providing compressions. The customer reported that the patient was an elderly female and suggested that age may have been a contributing factor, though the official cause of death is unknown. The customer stated that the patient's outcome was most certainly not related to the zoll autopulse system.